Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 05/09/2025: an additional 60 minutes of anesthesia were administered to the patient during the procedure. No negative effects or significant damage were observed during or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/23/2025, it was reported by a sales representative via (B)(4) that an ar-1288rtt2-fc3 fibertag tightrope ii with internalbrace encountered an issue when tensioning the femoral tightrope, the white tensioning sutures pulled through the button. The graft was removed from the joint, and the faulty tightrope construct was discarded. The graft was then re-prepped with a new tightrope ii, and the replacement functioned as expected. The case was delayed 60 minutes, with the patient remaining under anesthesia for an undetermined additional duration. This was discovered during a quad tendon autograft acl reconstruction procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is approved based on photographic and video evidence submitted for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.